Event description:
A malfunction was reported, indicated by malfunction code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. Customer support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again.